Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device.

Event description:
It was reported that the ht70 ventilator touchscreen was out of control. Although requested, additional information regarding the exact touchscreen malfunction was not provided. There was no patient involvement.